Manufacturer narrative:
Product complaint # (B)(4). Batch # r5934v. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy, on the second firing on the sleeve the staples on the sleeve side left a two centimeter long hole the staples did not form, but the staples on the stomach side formed completely. The staples on the left side did not form the ones that are staying on the stomach in the patient, but the staples on the right side did form on the part of the stomach that was being removed from the patient. Case completed the surgeon went back and used a gold reload with a new stapler, and completed the steps as he normally does for the rest of the case. There were no patient consequences reported.